Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7093386/7095835.

Event description:
It was reported that the patient was experiencing inadequate stimulation and headache. All device components were explanted and were not returned.